Event description:
The facility reported a flo-gard infusion pump with a failure code of 49. The event was reported to have occurred upon power up in medicine a. This condition has the potential to interrupt delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-49 failure was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be malfunction in the real time clock due to a defective battery. The main battery and harness were replaced and all configuration options reset to correct this condition. A device history review could not be completed as the data-card retention period has expired. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.